Event description:
Brown specks seen inside the packaging. Believed to be isolated- no other issues in same box.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
One 2420-0007 sample was returned in opened packaging from lot 25025365 for investigation. No residual fluid was present in the set and all dust caps were present. The customer reported that "brown specks seen inside the packaging. Believed to be isolated- no other issues in same box.". Visual inspection of the returned sample confirmed the customer's experience; brown spots were observed on the drip chamber spike cap. The spots appeared to be embedded and could not be removed. The details of this feedback were forwarded to the manufacturing site and the supplier of the spike for investigation. They confirmed that the contamination is most likely to have been caused by degraded resin particles embedded during the moulding process. At the beginning of a moulding cycle, defective components are typically segregated and discarded until the machine stabilises. In this instance it appears that the affected components were not segregated due to human error and were not identified during subsequent assembly steps. A review of the production records for lot 25025365 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The quality teams at the manufacturing site, and the supplier of the spike component, have been informed of this report and will continue to monitor the incoming feedback and remain vigilant to issues of this nature during future production. A review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the 2420-0007 product over the past 12 months.

Event description:
No additional information.